Event description:
The user facility reported that the distal portion of the IV catheter tubing became detached during removal. The following information was provided by the user facility: difficulty was encountered when attempting to remove the needle from the catheter; following removal of the device it was noted that the distal portion of the catheter remained in the patient; and surgery was performed to remove the detached material.

Manufacturer narrative:
(B)(4). Results: is based upon evaluation of the returned sample and user facility information; is based upon evaluation of reserve samples. Conclusions: is based upon evaluation of the returned sample and user facility information; is based upon evaluation of reserve samples. Visual examination of the returned sample confirmed that the distal portion of the catheter tubing had been completely detached approximately 6-mm from the hub. Microscopic examination revealed: the edges of the tubing adjacent to the point of separation are in the shape of a "v"; and the remainder of the tubing edges adjacent to the point of separation are jagged with evidence of stretching of catheter material prior to complete separation. A review of the device history records indicated that there were no production related problems for this lot. There is no indication that there was any relation to a device defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the appearance of the returned sample is most consistent with the catheter having been partially damaged / severed by contact with a sharp object (such as the introducer needle bevel) during the initial catheter placement, then becoming completely separated when it was pulled during removal attempts. The device labeling does address the potential for such an event in the instructions-for-use, which states: "do not attempt to re-insert a partially or completely withdrawn needle." All available information has been placed on file in quality assurance for tracking, trending, and follow up. (B)(4).